Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The explanted device is not available for evaluation as it was discarded. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of one (1) year, nine (9) months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Per idc, there was no allegation of the device malfunction and the patient was noted to be in the recovery. No other details were provided.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of one (1) year, nine (9) months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Per idc, there was no allegation of the device malfunction and the patient was noted to be in the recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, d4, g2, h4 and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.